Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml s/t w/ndl sftygld 25x5/8 rb experienced missing scale markings which was noticed prior to use. The following information was provided by the initial reporter: no scale on the syringe.

Manufacturer narrative:
H.6. Investigation: one photo and one loose 1ml s/t syringe with a loose safetyglide needle were received. The sample was visually evaluated. The syringe was observed to have no printed scale markings on the barrel¿s surface. Potential root cause for the missing print defect is associated with the marking process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the syringe 1ml s/t w/ndl sftygld 25x5/8 rb experienced missing scale markings which was noticed prior to use. The following information was provided by the initial reporter: no scale on the syringe.